Manufacturer narrative:
(B)(4)

Event description:
A customer reported a positive result with a sterrad® velocity biological indicator (bi) after a completed sterrad® 100nx cycle. The affected load was released and used on a patient. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® velocity biological indicators when the load has been released prior to reprocessing.

Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR could not be reviewed since the lot number was not provided by the customer. Trending analysis by lot number was not reviewed since the lot number was not available. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." Product was not returned. Therefore, visual analysis could not be performed. Retains testing could not be performed since the lot number was not available. There is insufficient information to determine an assignable cause. The customer stated that the issue was user error and the bis were being handled incorrectly. The customer stated that the issue has since been resolved. No further information was provided after multiple attempts at follow-up. If additional information becomes available, the file will be re-opened and re-evaluated. The issue will continue to be tracked and trended.